Event description:
A user facility reported to olympus that when using olympus, model series 190 endoscopes with the olympus, model clv-190 evis exera iii xenon light source, a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found moisture penetrated through the socket into the device up to the pump, the front panel is damaged, the housing cover has severe paint damage, there was dust inside the unit, and insufficient lamp output. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was due to contact failure of the connector. The contact failure occurred due to a faulty socket. Additionally, it¿s likely the moisture in the socket was also due to a faulty socket. The root cause of the faulty socket was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to olympus for inspection, and the repair center found that moisture penetrated through the socket into the device up to the pump, which is also a potential adverse event. This report is being submitted for the b30 error and the moisture that penetrated through the socket.